Event description:
Additional information received on 1/4/2023: per rep: "this incident occurred before the case began. The ccu was turned on with no camera plugged into it and it was emitting a burning smell. One of the hospital employees noticed where the smell was coming from and turned the ccu off. The employee called me and the biomedical engineering department, and I resolved the issue by replacing it with a ccu from a room that was not conducting laparoscopic cases. I then called in the issue to arthrex support and got a replacement sent that same day. There was no injury or harm to the facility's patient, surgeon, or staff."

Manufacturer narrative:
Additional information: g3, h6. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/7/2023, it was reported by a sales representative via (B)(4) that an ar-3200-0025 ccu was emitting a burning smell when plugged in. It was stated that the customer was advised to unplug from power while a replacement was received. This was discovered during an unspecified time, with no reported patient harm.